Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer arrived at the station and observed a reported failure but was unable to log in using the carefusion admin credentials to confirm the issue. The fse requested the customer to log in and verify the status through storage space configuration. It was determined that the issue was caused by customer related error, as multiple recovery attempts had been made without successfully restoring the medication count. The fse advised waiting for pharmacy personnel to properly recover the station, after which normal operation was restored. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and displayed an error message as "storage space failed". Customer tried to reboot, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.